Event description:
It was reported to philips that the device displays maintenance required and the message cannot be deleted. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a technical malfunction. Based on the conclusion of the evaluation, it was determined that this was a technical malfunction. Rse advised the customer to do another operational test on the device, and it was successful. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.